Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify nor duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be performed.

Event description:
It was reported that a device that was involved on a murder/suicide call kept powering on/off by itself. A second defibrillator was retrieved and successfully used to provide care. There were male and female individuals involved in the murder/suicide incident. The female pt died at the scene after the emergency medical team arrival while the second individual passed away days later. However, it was reported that both pts sustained life threatening injuries and the device use had no adverse effects. There were no further details on the event and/or the pts provided. Following the event, the customer tested the device for approx 30 minutes and found no issues.

Event description:
It was reported that a device that was involved on a murder/suicide call kept powering on/off by itself. A second defibrillator was retrieved and successfully used to provide care. There were male and female individuals involved in the murder/suicide incident. The female pt died at the scene after the emergency medical team arrival while the second individual passed away days later. However, it was reported that both pts sustained life threatening injuries and the device use had no adverse effects. There were no further details on the event and/or the pts provided. Following the event, the customer tested the device for approx 30 minutes and found no issues.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify nor duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be performed.